Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a protege rx self-expanding stent device for treatment in a patient in the mid carotid artery - common with calcification. A spider device was used. No abnormalities reported in relation to anatomy. The device was prepped as per IFU with no issues noted. It was reported that after the stent was pushed into place, it was started to deploy. After half of it was deployed, it was found that it couldn't be deployed anymore. After repeated attempts, it could only be deployed halfway and couldn't be deployed completely. Replaced it with a new carotid stent to complete the operation. No patient injury reported for this event.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed, the stent confirmed as 40mm, the device was returned with approx. 15mm of the stent exposed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.